Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was displayed inaccurately. The customer's blood glucose level was 168 mg/dl. Tandem technical support walked customer through a pump reset to resolve the issue. After the pump was reset, the history began to display the history correctly.